Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A biomedical engineer reported that the trocar cannulas leaked during a pars plana vitrectomy procedure. The provided plugs were used and the procedure was completed without harm to the patient.additional information and product sample have been requested.